Event description:
It was reported that there were ¿a lot of problems" with the pump. The pump was taken out within a week of implant. Additional information has been requested, but it was not available as of the date of this report.

Event description:
A healthcare provider (hcp) later reported that there was insufficient information to know which patient was being referred to as pumps had been explanted within 1 week after implantation due to infection. They stated that has occurred, but it was unclear to them which patient they were referencing that might have had an implanted pump that was removed 1 week post-op. They stated that they could only infer the possible symptoms being infection. They believed the patient would have a new implanted pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).